Event description:
Currently, the crt-p system remains in service. It was reported that this right ventricular (rv) lead was programmed with high thresholds to have two gold safety margin, resulting in high power consumption of the implantable cardioverter defibrillator (ICD). This rv lead was explanted with the ICD so it can improve the longevity for the new device implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).